Event description:
The pt reported she had some condensation in the cartridge chamber of her insulin infusion device. During troubleshooting, the pt was instructed to check the connection of the luer lock to be sure it was properly tightened. The pt did so and stated it was loose and she turned it to tighten the luer lock connection. The pt was instructed to dry the chamber with a cotton swab and switch to her backup infusion device to let her primary device dry out for a day. The pt declined to switch to her backup device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.